Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7

Event description:
It was reported while wearing a pod between 1 and 4 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula was visible, but the patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patients reported blood glucose level reached 470 mg/dl. Treatment information was not provided.